Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us and all information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article, and a one to one correlation could not be made with unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/57 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The PMA number for this report is p900061. Referenced article: systematic review and meta-analysis of clinical outcome after implantable cardioverter-defibrillator therapy in patients with chagas heart disease jacc: clinical electrophysiology. 2019; 5(10):1213-1223 10.1016/j.jacep.2019.07.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds). The authors obtained information from three hundred ninety-seven articles and thirteen observational studies. The article focused on outcomes specific to patients with chagas heart disease and revealed there were rates of all cause mortality and inappropriate shocks. The status/disposition of the devices is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.